Event description:
It was reported that there were no problems during the pretest. The foley catheter was inserted during surgery and was removed spontaneously after surgery. Possibly lumen to lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received. The first one shows an overview of the catheter, the second photo zooms into the catheter balloon and tip and the third photo shows the catheter cap with the lot number nghn2161. It was also received one 2 way all silicone foley catheter. The catheter was balloon was inflated with the inhouse syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and concentricity was found within specification. Catheter rested with no leaks. The syringe was connected, and it was able to return the 10 ml with no issues or cuffing in one minute and four seconds. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no problems during the pretest. The foley catheter was inserted during surgery and was removed spontaneously after surgery. Possibly lumen to lumen.